Event description:
It was reported that there was a loss of stimulation and loss of therapeutic effect and less than (B)(6) therapy relief. Impedance testing, x-rays, and reprogramming were performed. The product issue was not resolved and the cause of the event was not determined. As a result of this event, an explant was required. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type: lead product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).